Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that no troubleshooting and no actions were performed yet related to the recharge coupling issue because the patient lost her device. The patient had the manufacturer representative¿s loaner and they are going to get her battery charged and running again. The cause of the recharging coupling issue was not yet determined. There were no patient symptoms or complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had a hard time coupling with recharging and then lost the device. The caller was redirected to foundation care. No symptoms were reported. No further complications were reported. Follow-up was conducted.